Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020 and the ambulance was called to take customer to the hospital. The insulin pump was not delivering right amount of insulin. Customer¿s blood glucose level was 763 mg/dl at the time of hospitalization. Customer¿s blood glucose level was 223 mg/dl. Customer was treated with intravenous insulin drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had disoriented symptoms. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis. The device will not be returned for analysis. The insulin pump will return for the analysis.